Event description:
Clinical signs of intracranial hypertension followed by a subcutaneous collection of csf in the region of the valve. During surgical revision, fracture of the proximal connector was identified. There was no evidence of head trauma before the incident. The product was implanted on 07/05/96 and revised on 05/08/97.